Manufacturer narrative:
The field service engineer replaced the rinse nozzle tip, halogen lamp, and cell rinse tube. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable crej2 creatinine jaffe gen.2 result for one patient sample with a cobas 8000 c702 module. Sample ID (B)(6). The initial result was 103.86 umol/l. The repeated result was 150.6 umol/l. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 51904401 with an expiration date of 31-aug-2022.